Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported difficulty to remove the gripper line was not able to be tested, while the curled gripper line was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. In this case it is likely that the gripper line unwrapping/removal technique influenced the reported user experience, as the user likely caused the observed coiling of the gripper line during removal, which resulted in resistance while removing the gripper line. All available information was investigated and the irregular appearance (coiling) of the gripper line that resulted in difficult removal of the gripper line in this incident appears to be a result of user technique. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty removing the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 3. The clip was deployed on the mitral valve leaflets without issue. Gripper line removability was established successfully. However, during gripper line removability resistance was felt when removing approximately 10 cm of the gripper line. The gripper line was able to be removed and when it was removed it was noted that the gripper line was curled. The clip remained stable on the leaflets. Mr was reduced to less than 1. There were no adverse patient effects and there was no clinically significant delay. The patient is stable. There was no additional information provided